Manufacturer narrative:
The investigation determined that higher and lower than expected vitros ammonia (amon) results were obtained from non-vitros control fluids tested on a vitros 5600 integrated system. The investigation concluded the most likely assignable cause is an instrument related issue associated with microslide incubator contamination. After an ortho fe performed service actions, acceptable vitros amon performance was obtained. The service actions included performing a routine maintenance procedure that optimizes all sub systems of the vitros 5600 system, which included replacing the cm/rt microslide incubator evaporation caps and wear pads and performing all necessary adjustments. There was no evidence that vitros amon lot 1018-0249-8235 or lot 1018-0251-6023 are not performing as expected. In addition, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros amon slide lots 1018-0249-8235 or lot 1018-0251-6023.

Event description:
A customer obtained higher and lower than expected vitros ammonia (amon) results using two different vitros amon lots when processing non-vitros biorad control fluids on a vitros 5600 integrated system. Vitros amon lot 1018-0249-8235: biorad l3 lot 54210 result of 187.6 umol/l vs. The expected result of 237.8 umol/l. Vitros amon lot 1018-0251-6023: biorad l1 lot 54210 result of 101.9 umol/l vs. The expected result of 22.7 umol/l. Biorad l3 lot 54210 result of 336.0 umol/l vs. The expected result of 238.0 umol/l. Biorad l3 lot 54280 results of 177.9 and 186.0 umol/l vs. The expected result of 238.0 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher and lower than expected vitros amon results were obtained when processing quality control fluids. Ortho was not made aware of any allegation of patient harm due to this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).